Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the patient being hospitalized for complications of diabetes. Currently, there are no allegations against any fresenius products involved in this event. It is unknown if the patient¿s pre-existing history of noncompliance with diet and peritoneal dialysis therapy contributed to the event. Based on the provided information, it cannot be determined if there is a causal relationship between the patient's hospitalization and the use of the liberty cycler or any fresenius product. Should additional new information be made available this clinical investigation will be reevaluated. Plant investigation: the device was not returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient was hospitalized due to diabetes related complications. It is unknown if the patient was performing therapy prior to being hospitalized. Upon being hospitalized, the patient¿s blood glucose level was 1125 mg/dl. The cause for the high blood glucose level was unknown. The peritoneal dialysis registered nurse verified that the patient had a history of noncompliance with their diet and peritoneal dialysis therapy. After being hospitalized, the patient became unresponsive and was resuscitated with the use of a defibrillator. It was noted that the patient was then intubated and remained hospitalized for four days. It was unknown if the patient continued with peritoneal dialysis therapy throughout their hospitalization. The patient was reported to have recovered from the event. The patient went to their clinic one day after discharge to continue with peritoneal dialysis therapy. Additional information was requested but was not available.